Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and had motor error and lot of no delivery alarms. The customer reported that the insulin exited during 5.0 unit fixed prime. Customer reports the drive support cap appears normal (slightly indented). Customer was able to complete pump rewind. Performed displacement test and the pump passed. The customer was advised that the site may have been occluded and to change the entire infusion set system. The customer states that her blood glucose was now at 433mg/dl and has not eaten anything. The customer will treat with a bolus for high. The customer will call back to complete high blood glucose troubleshoot. The insulin pump will not be returned for analysis.